Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed "internal comm failure -1474" and "internal comm failure - 1475" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report of the device shows error code 1475 was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including stress testing without duplicating the report. The ribbon cable was replaced as a precaution. The customer's report of the device shows error code 1474 was observed during review of the customer's returned data. However, the device was put through extensive testing including stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.